Event description:
The customer reported to baxter on (B)(6) 2010 the reservoir of one (1) intermate lv 250 device ruptured during patient use. According to the customer, the reservoir ruptured near the end of infusion. The device was filled with 125 ml(milliliter) of gentamycin. The customer stated a filter was not used during the filling of this device. The samples are not stored in the presence of sunlight or uv (ultraviolet) light. The patient was not injured nor required medical intervention. The customer does not know if the material is torn, if it formed in a footed shape or if the reservoir is detached from the post. The customer is extremely upset due to this incident being the third ruptured reservoir since (B)(6) 2010 (the other 2 events have been reported to baxter, per the customer). Their facility has since stopped using this product line. No further information is available at this time. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A sample has been requested and received at baxter. A follow-up medwatch report will be submitted when additional information or evaluation results become available.